Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted:(B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt wondered about using a heating pad with magnets. Pss reviewed heating pad guidelines as well as chiropractor. Pt states she wants to use a vibration fitness board to help with her neuropathy as she is having issues with balance. Caller was redirected to the healthcare provider (hcp).  Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states the old unit she had removed because the old lead had come down and was across and also was tangled in scar tissue. Pt states long ordeal to get this all cleaned up before the new implant was placed. Pt states somewhere after (B)(6) 2017 and before (B)(6) 2019 somewhere in between something went wrong and doesn't know what or how this happened. Pt states the hcp said to stay away from the chiropractor as pt states she went a lot. Pt states this has all been taken care of and new unit is working great. Pt states the pain she mentioned has been there since before implant. Pt also states after implant she developed new pain and is dealing with that.